Event description:
The customer reported obtaining elevated access accutni, ck-mb (creatinine kinase-mb), and myoglobin patient results involving the access 2 immunoassay analyzer. The customer stated that one patient sample recovered high accutni, ck-mb, and myoglobin results; the sample was repeated and reproducible results were obtained. The customer indicated that the results were reported out of the laboratory but the customer is unaware of any change or affect to patient treatment. The customer obtained qc (quality control) results which were out of the established ranges following the elevated patient results and sent the sample to a reference laboratory for repeat testing and the reference laboratory confirmed the elevated results. The customer stated that a second patient recovered high accutni, ck-mb, and myoglobin results. The sample was repeated and the customer obtained comparable accutni and ck-mb values to the initial results. However, the initial and repeat results for myoglobin were discrepant and out of the precision claims of the assay. The results were not reported out of the laboratory and there was no change or affect to the second patient treatment. The customer indicated that there was not enough sample to send to the reference laboratory to confirm the results. The customer repeated qc again following the elevated results for the second patient and obtained qc results which were out of the established ranges for accutni, ck-mb, and myoglobin.

Manufacturer narrative:
A beckman coulter cts (customer technical support) assisted the customer with troubleshooting over the phone. The cts advised the customer to inspect the wash carousel, and the aspirate and dispense probes but no issues were noted. The cts instructed the customer to perform a system check which failed due to failed wash mean, washed %cv (coefficient of variation), and wash efficiency ratio. The cts advised the customer to change the aspirate probes and repeat system check. The system check failed washed %cv and unwashed portions. The cts instructed the customer to clean the aspirate probes and repeat the system check but the customer could not find the brushes to clean the aspirate probes, so the customer performed a special clean then reran system check. The system check failed the washed portion and washed %cv due to qns (quantity not sufficient for testing) flags. The cts advised the customer to use the proper volume of system check and the customer was able to obtain a passing system check and qc (quality control) results for all assays passed within the established ranges. Failure mode of the imprecise myoglobin patient results, failing qc, and failing system checks is attributed to dirty aspirate probes.